Event description:
It was reported that the pt's impedance levels had been outside of the normal range for many months. In 2007, the pt reported abnormal symptoms with loss of therapeutic effect. Imaging was conducted which revealed a fractured lead. The pt's lead was replaced. The pt suffered from respiratory distress during surgery and post-operatively requiring prolonged hospitalization until the pt was stabilized. The pt recovered without sequela. Reference MFR report # 6000153200800142.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.